Manufacturer narrative:
The pump had blank display and constant tone alarm due to moisture damage on electronics. The pump was received with minor scratched display window, and cracked case at the display window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was exposed to fluid. The customer's blood glucose level at the time of incident was unknown. The customer states the pump was exposed to pool and the pump went blank. The customer was advised the pump would be replaced and returned for analysis.